Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, crts (B)(4) (rep): information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorder. It was reported the patient got eos 2 weeks ago, but when they interrogated the implant, the battery level was at 2.68 volts. The caller didn't indicate any open circuit and high programmed parameters. It was reviewed that if the battery has time to reset, it may rebound to a higher voltage. The rep was on site for the ins replacement today. No patient symptoms or further complications were reported as a result of this event. The impedance the rep can remember was: c<(>&<)>0 9733 ohms 0<(>&<)>1 9380 0<(>&<)>2 9586 0<(>&<)>3 9495.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the lead was not tightened with the screw into the ins. The high impedance had been resolved.